Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as no foreign material was found. There was nothing stuck in the channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the report of something being stuck in the channel of the device. Service found leaking from the insertion tube, the insulation resistance value was out of specification, there was a flare in the image, the objective lens and light guide lens were cracked, the adhesive on the bending section cover was cracked, there was play in the angulation control knob, there were scratches and dents on the distal end cover, the light guide tube was buckled and scratched, and the scope connector pins were scratched and dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was an unknown object stuck in the channel of the subject device. There was no harm or user injury reported due to the event.